Event description:
Customer ran a blood test on his contour meter and received a result of 255 mg/dl. He repeated the test on a different meter and received a result of 125 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. New strips were sent to the customer and returned his strips for eval.